Event description:
I purchased equate contact lens conditioning solution- bottle #2138a exp 01/09 and began using the product 6 days later. Two days later, my face began swelling, especially around my eyes with a rash developing on my face as well. Three days later my left eye was nearly swollen shut. I have been on prednisone to decrease swelling. I have discontinued use of product. I have no known allergies. Is there a way to have this product tested?